Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em200, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: as15, serial/lot #: (B)(6), UDI#: (B)(4) h3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lumbar discectomy surgery the surgeon was using motor along with attachment and tool/burr. When surgeon began to drill very slowly and only used for approximately 10 second, it was vibrating, making abnormal noises and the head of the tool/bur snapped off. It was reported that there was no patient impact and the procedure was completed with backup product.

Manufacturer narrative:
H3: product analysis: product:15ba40d, item:10, lotno: h6027284 evaluation of the device determined that tool was received used, the head is heavily coated in debris. The stem was broken just below the head. Markings on the stem at the approximate bearing locations indicate the tool was used in an attachment with worn bearings and may not have been adequately supported. The suspected root cause is due to inadequate irrigation was used with this tool, which allowed the diamond head to become caked in debris. When the user applied more pressure to compensate the tool fractured. Product ID: as15, serial/lot #: (B)(6), UDI#: (B)(4) device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product: em200, serial/lot #: (B)(6). Evaluation could not reproduce the reported malfunction of vibrating and abnormal noises and the temperature test was within specification at 101°f. However it was noted that the motor fails the hipot test immediately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lumbar discectomy surgery the surgeon was using motor along with attachment and tool/burr. When surgeon began to drill very slowly and only used for approximately 10 second, it was vibrating, making abnormal noises and the head of the tool/bur snapped off. It was reported that there was no patient impact and the procedure was completed with backup product. On follow up it was reported that there was no malfunction with the device attachment.